Manufacturer narrative:
(B)(4). A follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the shaver stopped working was confirmed. It was found that the motor cable had a short circuit and that the fischer cap was missing. The device was modified, the defective motor cable was replaced, and the device was repaired, tested and found to be fully functional. The defective motor cable is the root cause of the reported complaint. The missing fischer cap is mots likely a result of user mishandling of the device. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by affiliate via phone that the micro tornado hp w hand control shaver stopped working. No further information was provided. The device is available to be returned for evaluation. Additional information provided by the affiliate reported the event occurred intra-operatively and delayed the procedure approximately 20 minutes. The delay did not cause harm or complications to the patient and the procedure was completed with another shaver device.